Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using her scs system shortly after being implanted due to experiencing uncomfortable overstimulation (event date unknown). In turn, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor explanted the patient's ipg (see MFR. Report #: 1627487-2015-20137). The doctor decided not to fully explant the patient's lead due to a concern over scar tissue. As a result, the doctor chose to cut the lead tails and leave the remainder of the lead implanted.